Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir o ring was broken off. The customer¿s blood glucose level was unknown. The customer stated that the reservoir was not able to lock in place. The customer reports insulin pump lost date and time. Troubleshooting was performed. The product will not be returned for analysis.